Event description:
Baxter notified of incident through third party legal notification. Patient was undergoing dialysis at the clinic. Patient underwent dialysis in 2001. Patient was hospitalized following treatment and died several days later. No further info available.